Event description:
During a transfemoral tavr procedure the 26mm sapien valve was deployed in a too ventricular position causing central aortic insufficiency. Per report, this patient had a very horizontal aorta. The physicians had the sapien valve positioned 50:50 in the annulus. During deployment the valve moved ventricular to an 80:20 ventricular position. It looked like the pigtail got tangled with balloon catheter during deployment sequence caused by horizontal aorta. The native leaflets were hanging over thv and the patient had severe aortic insufficiency. A second valve was placed 60:40 with good result; zero aortic insufficiency. The patient was reported as doing well the next day. The ventricular movement of the valve during deployment was attributed to the balloon catheter getting entangled with the pigtail catheter when it was pulled back. Additional information: the native valve/leaflet and aortic root calcification was severe; mitral annular calcification was mild. Coaxial alignment of the delivery system and the valve was good; the image intensifier angle was adequate; there was no loss of pacing capture during valve deployment and ventilation was held. The sinotubular junction (stj) diameter was 32.7mm and sinus of valsalva (sov) diameter was 34.7mm. The patient¿s ejection fraction was 50%.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. Malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors appear to have caused the valve malposition [the balloon catheter became entangled with the pigtail catheter during deployment]. There is no evidence this event as due to sapien valve or the retroflex 3 delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.